Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to the foreign material clogging the suction channel and brush passage. It was also noted the distal sheath adhesive was chipped, tear marks in the forceps passage. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing of the evis exera ii colonovideoscope it displayed a channel blocked error. There was no patient involvement. Upon inspection of the customer returned device, foreign material was found in the instrument channel. This report is being submitted for incorrect reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 16 years since the subject device was manufactured. Based on the results of the investigation, the root cause cannot be ascertained. However, the likely cause of the event is due to solid matter was accidentally suctioned and clogged in the suction cylinder during procedure. It is also likely the user facility staff was insufficiently trained on device handling in accordance with IFU. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states not to suction solid matter or thick fluids, and handling regarding suctioned those matter as follows: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. Olympus will continue to monitor field performance for this device.